Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6) female patient who was receiving dilaudid 25.0mg/ml at 9.307 mg/day, baclofen 625.0mcg/ml at 232.68 mcg/day, and bupivacaine 36.0mg/ml at 13.403 mg/day via an implantable pump for non-malignant pain. On an unknown date, a discrepancy in volume expected and volume recovered occurred during a pump refill. The expected was 3.6 ml and the recovered was 11.5 ml. On (B)(6) 2013, an x-ray was performed and showed no breaks in the intrathecal system. On (B)(6) 2013, a catheter access port (cap) contrast study was performed and showed that the catheter was completely obstructed. The catheter was still well attached to the pump. A clog in catheter/catheter occlusion was discovered during catheter interrogation. On (B)(6) 2013, the pump and extrathecal portion of the catheter were explanted and not replaced. They were unable to remove the intrathecal portion of the catheter. On (B)(6) 2013, the event resolved without sequelae. The event was reported as related to the device or therapy and unlikely related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) does not apply to this event.